Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proximal gastrectomy, when the stapler was about to be fired, it could not be fired normally and got stuck. Another device was opened to complete the case. There was no patient injury.